Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is stuck during procedure. The fse checked the unit and recreated the image store and after recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code were updated.

Event description:
It has been reported to philips that geometry movement hung during a procedure. There was no report of harm. Philips has started an investigation of this complaint.